Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a broken adminstration port was found on a tpn therapy bag. The event discovered during post compounding quality check. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Visual inspection noted the administration port was not broken; however, the administration port cap was found to have been removed. Additionally, the bag contained residual ingredient, indicating the bag had been filled and processed. Magnified inspection found the port and cap to have been properly manufactured. The condition likely occurred during customer handling post compounding as the sample had already underwent significant processing and removed/detected cap would have been obvious to the user upon removing the bag from the over pouch, prior to compounding. Should additional relevant information become available, a follow-up report will be submitted.